Manufacturer narrative:
The end user was ambulating when apparently one of the wheels bent inward and she fell, injuring her arm, hip and leg. She has a history of back problems and had been using the rollator for almost a year. She complained of pain in her hip and leg. She was seen by her physician. X-rays showed no fracture. She later had a MRI done which showed some bruising but no fractures or other serious injury. The sample was evaluated. It was noticed that the frame was slightly bent. Frame had more than normal wear which was evidenced by scratches on the tubing and also a broken seal plank. Evidence on the bolt hole in the main frame shows that the knobs for the caster extension legs were not fully assembled. Elongation of the hole and marring indicated the extension leg was loose over a long period of time deforming the hole. No serious injury resulted from this incident and the sample eval suggests that the device was not assembled correctly. It was determined the incident was not the result of a device malfunction.

Event description:
It was reported that while the end user was using the rollator, the wheel bent and the end user fell.